Event description:
The reporter stated the surgeon implanted an 11.5 icm115v4 implantable collamer lens in 2009, in the pt's right (od) eye. The lens was explanted in the next day due to elevated iop.